Manufacturer narrative:
Updated fields - b4, d8, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d7a. A getinge field service engineer (fse) confirmed the message in the logs and tested the unit. No issue found with the unit, as these alarms are normally clinical alarms. Fse informed the clinical rep pam, who is scheduled to do more training with this customer next week. Fse performed full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, e1 (event site email), g3, g6 (mfg follow-up #), h2, h11. Corrected fields: d7 (single-use device), e2, e3, e1 (initial reporter).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that for the cardiosave intra-aortic balloon pump (iabp) had gas loss alarm. Event occur during use , but no harm or injury occur to the patient.